Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the electrodes pads of the associated electrode pads would not connect to the device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. Visual evaluation of the device found extensive damage to the connector pins that is consistent with user mishandling. This report has been attributed to mis-handling of the device by the end user. The device was returned to the customer not repaired or certified for clinical use. Analysis for reports of this type has not identified an increase in trend.